Event description:
This is a report of a home patient (hp) who had a system error 2240 (air in tubing) alarm on the homechoice (hc) while connected during drain three. During troubleshooting, it was noted that the patient had disconnected from therapy improperly and later reconnected themselves without using aseptic technique. The power was cycled to clear the alarm and the patient planned to start therapy over using new supplies. The patient was advised to notify their nurse regarding the event. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a system error 2240 alarm that was caused by an improper disconnect and reconnect by the patient during therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. A formal review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.